Manufacturer narrative:
The power cord was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The power cord was found to have physical damage consistent with mishandling. The power cord was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's power cord was damaged. The device was not in patient use.